Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that after receiving multiple shocks for ventricular fibrillation (vf) that were successful, this implantable cardioverter defibrillator (ICD) was not able to be interrogated. They tried three different programmers unsuccessfully. The patient's heart rate dropped to approximately 30 bpm, and the device had been set to a lower rate limit of 80 bpm. A magnet was applied which did not elicit any tones, so it was determined that the device was no longer working. The system was changed out successfully. No additional adverse patient effects were reported.